Event description:
It was reported that this implantable cardioverter defibrillator (ICD) detected a tachyarrhythmia which accelerated into the ventricular fibrillation (vf) zone at 280 beats per minute (bpm). The vf beats are deemed uncorrelated by rhythm ID and the device delivered anti-tachycardia pacing (atp), which was unsuccessful. Following this, detection is then met in the vf zone resulting in delivery of a 41-joule shock. Tachyarrhythmia observed following this first shock appeared broad and different, possibly slow ventricular tachycardia (vt). The tachyarrhythmia eventually returned to sinus tachycardia, which accelerates into the vt-1 zone and another shock is delivered. This shock again induces slow vt, which is initially below the vt-1 therapy zone and the charge is diverted. However, this arrhythmia then accelerates and further 41 joule shocks (two in total) are delivered. It was noted by technical services (ts) that the shock electrogram (egm) showed potential myopotential noise resulting in a poor rhythm ID match score for a number of beats. Programming onset/stability was recommended. However, ts noted the v rate (280bpm) was the primary cause of the therapy delivery, and a medication review and electrophysiology (ep) assessment should also be considered, although this would be a clinical decision. No additional adverse patient effects were reported. This product remains in service.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.